Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the hernia was not reported. At the time of this report the patient outcome was not reported. Action with pd therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: it was reported that the patient had never used the cycler and was only using manual supplies; therefore, the homechoice cycler is no longer considered a suspect product. Should additional relevant information become available, a supplemental report will be submitted.